Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, the implantable cardioverter defibrillator (ICD) was programmed to electrocautery mode, but it seemed like pacing was still being inhibited. Technical services (ts) was contacted, and ts informed that it was likely due to the defibrillation detect circuitry and discussed the purpose of this feature. The ICD was later explanted due to therapy adjustment purposes. No adverse patient effects were reported.